Manufacturer narrative:
(B)(4)

Event description:
In a follow up, the surgeon indicated that the reported hypotony at one week post shunt implantation was not a complication nor considered an adverse event.

Manufacturer narrative:
Evaluation summary: customer reported that hypotony was confirmed after the surgery. The device history record (DHR) was reviewed and met release criteria. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned as the shunt has remained in the eye. Because a sample was not returned for this complaint, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Following a glaucoma implantable filtration device (gfd) surgery a surgeon reported that hypotony was observed at one week postoperatively. There is no medical or surgical intervention reported. The device remains implanted.